Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to inspect the architect c16000 analyzer, list number 03l77-01, serial number (B)(4). Previous review of the instrument logs confirmed that there was a difference in absorbance between the first and second samples that the customer had concerns with. The fsr observed that the sample probe on the analyzer appeared to be obstructed. The probe was replaced and calibrated. Subsequent instrument operations and test results were acceptable. There no returns made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, potential non-conformances or deviations were identified. An instrument service history review revealed no additional erratic or discrepant results reported on serial number (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. The architect system operations manual contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Concomitant medical products: c8000 sample probe tubing ln: 01g48-04.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample (sid (B)(6)) generated an initial architect clin chem glucose assay result of 37.48 mmol/l (675.3mg/dl) on an architect c16000 analyzer. The sample retested at 5.53 mmol/l (99.6 mg/dl). The sample was tested on a second analyzer in the lab and generated a result of 5.53 mmol/l (99.6 mg/dl). The customer uses a normal reference range of 4.0 to 6.3 mmol/l (72.0 to 113.5 mg/dl). Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported. A service call was initiated.